Event description:
It was reported that the user experienced low blood glucose while using the ilet after a software update, with the event associated with an incorrectly sized "less than" dinner meal announcement and subsequent correction boluses that preceded a downward glucose trend; the lowest and highest reported glucose values were 50 and 280 mg/dl, and a low glucose alert was received. Symptoms included shakiness and tingling in the legs. Outcomes included successful self-treatment with rapid-acting carbohydrates such as glucose tablets or candy, with glucose stabilization and no hospitalization. Investigation included phone-based troubleshooting and user education regarding meal announcement practices and the potential need to consult a healthcare professional or trainer about a factory reset if maladaptation is suspected. Investigation of this case revealed that incorrect meal sizing and frequent use of "less than" for dinner likely led to insulin dosing that contributed to hypoglycemia, while the device alert functioned. It was concluded, based on previously established findings for similar reports, that user-related factors in meal announcement and adaptation behavior were the probable cause.